Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was not possible to observe the helix extension when positioning the lead. The lead was explanted and tested with similar results. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The helix of the lead had an out of specification analysis result for extension/retraction due to blood. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. The helix will not extend because dried blood in the distal conductor prevents torque transfer to the helix when the is-1 pin is rotated. If information is provided in the future, a supplemental report will be issued.